Event description:
Autoclave #2 not operational. Steam leak with test failure. Buildings and grounds notified. However, after seal replaced, the leak test still failed. Service technician notified. Seal replaced.